Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection and let fluids to get under the transmitter. This can lead to inaccurate sensor glucose readings. No additional patient or event information is available.